Event description:
Inside the trauma cart in room a of the trauma bay, we found 3 blunt tip needles that weren't properly cut to have a bevel, told supervisor right away. Blunt tip fill needle ref: 305180, 00382903051809.